Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable ldl_c ldl-cholesterol plus 3rd generation results for 1 patient sample on a cobas pro c 503 analytical unit. The initial ldl result was 4.26 mg/dl. The repeat result was 104 mg/dl. The sample was re-centrifuged and the third repeat result was 103 mg/dl. The sample was re-centrifuged again and the fourth repeat result was 103 mg/dl. The initial result was not reported outside of the laboratory. The reagent lot is 619975 and the expiration date is 31-jan-2024.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022. It was reported that the qc was acceptable. The alarm trace showed a sample probe abnormal aspiration alarm on the day of the event. The customer performed a sample probe wash 10 times and exchanged the photometer lamp and cuvettes. Based on the calibration and qc data a general reagent issue could be excluded. The investigation did not identify a product problem. The investigation determined that the root cause of the event is consistent with pre-analytical handling issues.